Event description:
It was reported, per biomedical engineer, that the ventilator had a damaged battery compartment. The reported product condition was found during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI related data quality updates only. Supplemental report generated to correct fields d4: unique device identifier and h4: device manufacture date. Previous UDI information was incomplete, and device manufacture date has been determined and updated.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. Additional information was received from the customer stating that the device sustained damage due to being dropped by the end-user. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 9611178-2023-00000 and any reports associated with it.